Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly revised for unknown reasons at this time. Doctor thought either the wear on the tibial base plate from the distal femur or soft tissue had prevented the new insert from locking properly into the old base plate. He revised with the same size insert and used some cement anteriorly on the base plate to help hold the insert in place.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.